Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the stylet got stuck in the left ventricular lead when the physician was attempting to implant the lead. The stylet could not be removed despite attempts to flush with saline. The lead and styles were explanted and replaced. The patient was stable before, during and after the procedure, and did not suffer any adverse outcome.

Manufacturer narrative:
The reported event of stylet could not be removed was confirmed. The ptfe coating of the stylet was found stripped and bunched up inside the inner coil at the connector region. The damage found was sustained during the surgical procedure. The lead was otherwise normal.